Event description:
The surgeon inserted and removed an aq2010v silicone three piece lens due to the capsule was unable to support the lens in a myopic pupil. Pt had no zonule support. The incision was enlarged and a vitrectomy was performed. Another lens was sutured into the eye.